Manufacturer narrative:
Hoya surgical optics, inc. Is requested for more information regarding the patient's initials.

Event description:
The iol was explanted when the haptic tore off. Patient's prognosis is good.